Manufacturer narrative:
Cmpl-(B)(4) e1: initial reporter street line 2- luke's rehabilitation medical center room 108.

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.